Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. This ICD and non-boston scientific leads were explanted. No additional adverse patient effects were reported. Available information indicates a new system was not implanted at this time.